Event description:
Per the clinic, the patient developed a skin infection at the abutment site. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported).